Manufacturer narrative:
H3: the field service engineer (fse) discovered the fluid leaked from a damaged tubing at pinch valve vl54, down the panel of the instrument. The fse cleaned up the fluid and replaced the tubing to resolve the issue. The fse also discovered a hole in a tubing at pinch valve vl17 and replaced the tubing. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported clenz cleaner solution leaked onto the connection unit involving the coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.